Manufacturer narrative:
(B)(4). After inserting a battery, no blank display noted. However, unit received with failed battery test due to corrode battery tube. Unable to perform displacement, sleep current measurement, active current measurement and self-test due to the failed batt test alarm.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that contacts are not missing, damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.